Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix retracted. Tissue was visible in the helix and the distal conductor was distorted in the connector at 1.5 centimeters (spin). No further helix testing was possible.

Event description:
It was reported that during the implant attempt, the helix would not retract after the lead was moved a few times. The right ventricular (rv) lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.